Event description:
Cusotmer reports thta pins s,4, and 11 are darkened. Caller reports that the device is cleaned daily with dispatch 10% bleach wipes. No injuries reported. Requested return of suspect device and replacement was sent.